Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Replacement was recommended. This device was surgically explanted, replaced with a non-bsc device and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Replacement was recommended. This device was surgically explanted, replaced with a non-bsc device and was returned for analysis. No additional adverse patient effects were reported.